Event description:
Customer stated that the meter is not showing all of the numbers, parts are missing. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further eval and a replacement was provided.